Manufacturer narrative:
Results: the separator shows a break in the core wire at the proximal end of the bulb. The bulb is connected to the core wire by the surrounding platinum coil. Approximately 10 cm of the platinum coil is unwound. The break site has a course granular appearing face. Conclusion: the damage noted in the complaint is confirmed. The granular character of the break surface is typical of a fatigue fracture. The cause of fatigue in this location of the separator could not be determined from the info provided in the complaint. Material fatigue can be caused during separator manipulation and de-bulking of a hard clot. The separator tip may bend several times against the clot eventually leading to a break when the tensile strength of the material is exceeded. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was using a penumbra system separator 054 in the m1 segment of the right mca. The support wire of the separator broke, but the bulb was not disassociated from the rest of the device due to the wrapping wire. The physician made three passes to retrieve the separator but was not able to withdraw the device. The physician then used a lasso device to remove the distal portion of the separator.